Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, pouch dilation, and unsatisfactory weightloss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events. Allergan has not received the product at this time. Therefore, no analysis or testing has been done.

Event description:
Healthcare professional reported seeing patient over 1 1/2 years ago for insufficient weight loss. A fluoroscopy was performed and verified a band slip. Physician removed fluid and refilled lap-band system over several visits to readjust device had slipped again. Physician explanted device.